Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an attempt to access the right groin, during a catheterization procedure, a blockage was reported. The procedure was continued via access in the left groin. At the completion of the procedure, a dye test was performed, revealing an alleged 6f angio-seal vip device, deployed in (B)(6) 2015, had not yet dissolved and was causing the blockage. The patient was sent to surgery for removal of the device.